Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. Patient has sustained injuries and continues to suffer occasional pain and discomfort in his right leg and hip. Patient may undergo revision surgery in his right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address asr failure and acetabular loosening. There is no new additional information that would affect the investigation.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate cyst and granulomatous tissue. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.